Event description:
It was reported that the user¿s ilet bionic pancreas temporarily stopped displaying dexcom g7 continuous glucose monitor (cgm) glucose values; the user subsequently confirmed reconnection during the call, consistent with a brief intermittent communication failure likely related to bluetooth connectivity between devices. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected components, consistent with intermittent communication failure, with the antenna and related electrical or magnetic components implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to transient connectivity issue that resolved without intervention.